Event description:
Reported due to infection requiring intervention and hospitalization. The patient was discharged from the hospital on 1/31/2006, following an xact 9 x 7 40mm stent placement in the left ica/cca in 2006. The patient reportedly returned to the hospital ER a couple of hours after discharged with a fever of 102 and chills. The patient was hospitalized with sepsis and urinary tract infection. She was treated with unknown IV antibiotics and IV fluids. She was discharged 2/4/2006.